Event description:
It was reported that a revision surgery of the left hip was performed due to unknown reasons.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the r3 liner, r3 shell, modular sleeve, hemi head, 2 spherical headed screws and the threaded hole cover were removed. The synergy stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, modular sleeve, threaded hole cover, 35mm screw and 25mm screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, modular head and threaded hole cover. Similar complaints have been identified for the r3 liner, modular sleeve, 35mm screw and 25mm screw. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. It cannot be determined to what extent the patients reported motorcycle accident had to his pain and clinical status. Radiological findings of lucency and stress shielding of the lateral and superomedial aspect of the acetabulum along with intraoperative findings of blackened fluid and tissue aroud the joint, pseudocapsule, osteolysis anterior/superior to the acetabulum and notching within the trunnion may be consistent with findings associated with metallosis and trunnionosis. However, the root cause of the metallosis and pseudotumor cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.